Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that parts of the foot switch of the flushing pump connecting section were damaged. There were no reports of patient harm, injury, or death.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foot switch connector is damaged, this event is caused by a component failure of air switch u. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.